Manufacturer narrative:
(B)(4) we are currently in the process of obtaining further information from the healthcare facility to determine if the subject mr850 respiratory humidifier had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the temperature probe connected to an mr850 respiratory humidifier was not placed back into the breathing circuit during circuit change out. It was reported that hospital staff did not notice this and blisters were later observed on the patient's nose. No further patient consequence wss reported.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier and its accessories were not returned to fph in (B)(4) for evaluation. A performance check of the subject mr850 was offered to the healthcare facility however no response was received regarding this. Our investigation is accordingly based on the information reported by the healthcare facility and our knowledge of the product. It was reported that during setup of a new breathing circuit, a nurse had left the temperature probe connected to the old breathing circuit. Staff did not notice this error until approximately 8 hours after, when a blister allegedly formed on the patient's nose. The healthcare facility is aware that the reported event occurred because the temperature probes were not connected to the new breathing circuit. No further patient consequence was reported. At the time of the incident, the subject mr850 was checked by the healthcare facility's clinical engineering department. It was reported that the subject device functioned normally and no fault was found. Based on our investigation, the reported event occurred due to user error in the set-up of the mr850 and its accessories. The user instructions provided with the mr850 respiratory humidifier contains the following warning: "ensure that both temperature probes are correctly and securely fitted. Failure to do so may result in temperatures in excess of 41°c being delivered to the patient." The user instructions also state: "push the chamber probe and airway probe into the breathing circuit. Make sure the chamber probe is correctly located in its key-way and that both probes are pushed home." A fph representative has since visited the healthcare facility to explain why the reported event occurred and the importance of setting up the mr850 correctly with its accessories.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the temperature probe connected to an mr850 respiratory humidifier was not placed back into the breathing circuit during circuit change out. It was reported that hospital staff did not notice this and allegedly, blisters were later observed on the patient's nose. No further patient consequence was reported.